Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the implantable pulse generator was unable to connect to the patient controller. The device was not placed into surgery mode prior to the patient undergoing an unrelated surgical procedure. As a result, the device was unable to be connected. A surgical intervention is anticipated in the near future. No further information is available at this time.

Event description:
New information received states that the device was explanted, and a new device was implanted. There were no complications during the procedure. Patient was stable.